Event description:
During the set up of the closed suction system, the adapter of the respiratory circuit on the double swivel elbow (dse) came apart from the body of the dse. No pt injury or adverse event were reported.